Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak during implantation. The csf leak was repaired. The patient was successfully implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's device remains implanted. This is the final report.